Event description:
Information was received indicating that this ambulatory infusion pump exhibited accuracy issues. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd - prizim was returned for investigation in good condition. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was verified. An alarming "wrong cassette" message was activated when latching a cassette onto the pump. The downstream occlusion sensor wires were disconnected from the micro processor board during the visual inspection. The product problem was attributed to disconnected wires. The downstream occlusion wires were re-soldered back onto the micro processor board as a result.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included accuracy testing. The accuracy issue was duplicated during the investigation. It was also noted that the pump exhibited an error code. The expulsor was replaced as well as the main power board. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the expulsor and the main power board.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.